Manufacturer narrative:
D9: device received on 7/12/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) sensor as well as a damaged dso seal. The customer's problem was replicated. The dso seal and sensor were replaced to fix the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the site was trying to attach the cassette to pump, the pump would not recognize the cassette and would not allow the pump to prime the line. A new pump was programmed and sent in the clean room and cassette was attached without incident. The event occurred during set up at the clinic, and there was no patient involvement.